Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -8.50/+2.0/93 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced elevated intraocular pressure without pupil block and angle closure. On (B)(6) 2022 the lens was explanted. This resolved the problem.